Manufacturer narrative:
This event occurred in (B)(6). The sample was requested to be returned for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 for 1 positive covid-19 patient on a cobas 6000 e 601 module, serial number (B)(4). On (B)(6) 2020, the patient sample produced a negative result of 0.072 coi. The result was reported outside of the laboratory.

Manufacturer narrative:
The patient's sample was returned for investigation. The customer¿s (non-reactive) result was reproduced at roche. This result was supported by additional tests providing no evidence of a past infection. A general reagent issue can be excluded. The investigation did not identify a product problem.